Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. Further contact with the patient was made on 08/03/2018 and additional information was provided that indicated medical intervention had occurred. The patient stated that she experienced a burning sensation twenty-four hours after inserting the sensor. Additional follow-up with the patient occurred on 08/18/2018 and the patient clarified that on (B)(6) 2018, she went to a doctor's appointment and was given IV sticky pads to try. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.